Manufacturer narrative:
Information was received on 28-dec-2021 indicating that there was no patient involvement in this event. Device evaluation: one smiths medical medfusion pump was returned for analysis with broken syringe tube holders. Event log history was performed and indicated that primary audible alarm post error and acu watchdog failure were recorded in history. During analysis, the reported issue was unable to be duplicated. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited watchdog error. No adverse effects were reported.